Event description:
It was reported that during implant attempt, the lead kept deploying the lobes early, despite efforts by the physician to get the lead clip to stay. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) blood/body fluid outer tubing overlay. Blood was also noted in the helix mechanism. Lead was received with the lobes undeployed with dried blood on them. Due to dried blood under the overlay tubing and on the lobes, it could not be determined at the time what caused the reported deployment issue.